Event description:
During a clinic follow-up, loss of capture and high pacing impedance was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a dislodgment of the lv lead was confirmed. The lv lead was explanted to resolve the event. The patient was stable.